Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing from the sterile hoop, the catheter fractured. The procedure was completed with another device.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.